Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The field service engineer (fse) replaced the reaction cells and cleaned and decontaminated the sipper circuit. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 19.9 pg/ml. On (B)(6) 2025, the repeat result was 9.41 pg/ml. Neither result corresponded to the patient¿s historical results. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Qc was acceptable. Calibration was last performed on (B)(6) 2025. No calibration influence was observed. Based on the information provided, the investigation determined the event was consistent with a contamination issue caused by improper customer maintenance, however, the specific cause of the event could not be determined.